Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of the patient (his daughter) alleging elevated blood glucose (bg) levels. The reporter indicated that for the past 48 hours, the patient's bg levels had been between "300 and 516 mg/dl". The patient also allegedly had symptoms of extreme thirst, nausea, and ketones. No issues were observed from the sites which are rotated. No bent sites were noted. The reporter denied that the patient had scar tissue. No air in the cartridge was observed. Cartridge preparation was confirmed and supplies were up to date. The pump primed easily with no leakages noted at the connections. The insulin was not cloudy or clumpy. The basal rates were confirmed. In addition, the bolus amounts for the previous 3 days compared to the tdd matched. The isf, I:c, and targets were all reportedly correct on the pump. The reporter also denied that the patient had any changes in activity, illness, or medications. The patient's bg reportedly dropped only 16 units after receiving insulin via manual injection. The animas representative involved in this contact advised the reporter to follow up with a health care professional to see if adjustments were needed or if there were any other issues going on with the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a blood glucose level exceeding 500 mg/dl and symptoms suggestive of severe hyperglycemia.